Event description:
The supera stent did not fully deploy into the target popliteal vessel; it was partially in the introducer sheath. Idev was contacted and the physician was instructed on completing the stent deployment and removing the stent delivery sys. The stent deployed long. Later that day, the physician determined that because of the "sluggish" outflow, the pt should be brought back in the following day. Three cordis smart stents were placed in the sfa, one of which was in the abductor canal down to where the supera stent had been deployed in the popliteal vessel. The following day, it was observed that the popliteal vessel was no larger than 5 mm and was closer to 4 mm at the distal segment near the tibial trifurcation therefore a 4 mm supera stent should have been used and not a 6 mm stent. The stent was visibly elongated due to its size in relation to the vessel. A 6 mm balloon was passed to the distal end of the stent in order to correct the distal stent placement (the stent was sitting just proximal to the tibial trifurcation and also the distal end looked as if it was not seated perpendicular to the vessel wall). After the balloon angioplasty, a contrast was run and showed contrast outside of the vessel tract indicating a perforation had occurred. Balloon angioplasty was performed in hopes to seal off the perforation sight; and it was not successful. A vascular surgeon evaluated the pt and the guidewire had dissected the popliteal access tract from the previous day and caused the perforation. The pt was taken to the operating room to correct the perforation. The instructions for use for the supera stent cautions not to oversize the stent. The stent size should be equal to the target duct (biliary stent). The physician had been previously trained on the use of the device prior to an urgent need case months prior to this event. This MDR investigation is still ongoing and an MDR supplement will be sent upon the receipt of add'l info.

Manufacturer narrative:
The stent delivery catheter was discarded at the hosp and the stent is implanted. Add'l info regarding this event has been requested.